Event description:
During an IV line assessment the rn found the IV set leaking at the 0.2 micron proximal inline filter. The set was immediately replaced wit a new filter set. The IV line was on day 3 and was running tpn at 1.4ml/hr. Removed line tagged with packaging and sent to biomedical for reporting. Leaking line placed in on-going log reporting previously leaking lines. We have incurred over 45 events with this same IV line ref# with no resolution from the company. The leaking issues are happening across several lot#'s of this line. These is an on-going assessment and root cause in process on these lines. Manufacturer response for filtered IV set, primary plum set (per site reporter). This is an ongoing issue with these leaking filters. There have been greater tan 46 recorded events involving these set and greater than 6 medwatch reports.